Event description:
A user facility reported to olympus that during a complex rectus vesical fistula procedure with an evis exera iii gastrointestinal videoscope, a clip from the procedure was aspirated into the scope's suction channel unintentionally. There was no malfunction of the clip. The suction channel, suction button and frame, however, were blocked. The issue occurred during the final stage of the procedure, and surgery was reportedly completed without further complications or delay. The patient was reported to have suffered no injuries.

Manufacturer narrative:
Upon evaluation of the returned device, initial leak and electrical tests found no faults. The end user reported problems were not confirmed. The device evaluation found the following: the sw1 was not working and found to be detached, likely as a result of mishandling. Additionally, the following faults were found: distal cover noted dented, the bending angle in the up direction, as well as the play of the up/down knob, did not meet the standard value due to wear of the angle wire. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the aspirated endo therapy accessory (clip) was lodged in the suction channel during procedure. The root cause of this failure cannot be determined at this time. The event can be detected and prevented by following the instructions for use which state: "the detection way is included in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. The preventive measures are included in gif/cf/pcf-190 series operation manual chapter 4 operation/ 4.2 insertion/ suction:avoid aspirating solid matter or thick fluids; instrument channel, suction channel, or suction valve clogging can occur. If the suction valve clogs and suction cannot be stopped, disconnect the suction tube from the suction connector on the endoscope connector. Turn the suction pump off, detach the suction valve, and remove solid matter or thick fluids." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received that several clips were applied and one was aspired (sucked by the instrument) in unintentionally.